Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent mishandling during sheath removal caused the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: device available for evaluation updated from "yes" to "no". H3 - reason device not evaluated by mfg updated from "device evaluation anticipated, but not yet begun" to "na".

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional xience xpedition device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo left anterior descending artery that is 90% stenosed. A 3.0x38mm xience xpedition was noted to have difficulty removing the distal sheath and the sheath became stuck with the stent. The stent struts were observed to be smashed during preparation. A new 3.0x38mm xience xpedition was attempted to be advanced; however, failed to cross due to anatomy. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.